Event description:
Procedure type: colectomy. According to the reporter: after firing the colon had a turn above the anastomosis. A second eea was used for the anastomosis. It is possible that the doctor pushed it too strong and turns the tissue involved. It was reported that there was tissue damage but no tissue loss. There was no reinforcement material used.

Manufacturer narrative:
(B)(4).